Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the patient presented to (B)(6) with a large brain bleed. They were transported via ambulance from a hospital in (B)(6). The patient had a surgical decompression. The neurostimulator was removed. Per the physician the hemorrhage was not related to the rns system.